Event description:
A report of difficulty charging was received following a lead revision surgery. The patient's ipg was in hibernation, as it would not be charged; therefore, no further troubleshooting could be performed. The physician has recommended an ipg replacement surgery.